Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed gravimetric test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b3: event date, b5: describe event or problem, d9, h3, h6, h11. B5: additional information was provided that the pump under-infused during preventive maintenance testing in the biomed service department. The results of the flow testing observed volume infused was 18.77ml and 18.84ml. There was no patient involvement. No additional information is available. H11: the device was received for evaluation. During functional testing, the reported problem "under-infusion" was reproduced. The device was tested for flow accuracy and under delivered with failing result of -5.855% error. A review of the event history log revealed an infusion of primary bag on the reported event date at rate: 40 ml/hr, volume to be infused 20 ml. After 30 minutes infusion complete, and 20 ml was given to the patient. The user stopped the pump and volume given was cleared. After 31 minutes infusion complete and the user unloaded set and stopped the pump. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel required to be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.